Manufacturer narrative:
This device referenced in this report was returned to omsc for evaluation. The evaluation confirmed no abnormality in the subject device. Omsc reviewed the manufacture history of the device and confirmed no irregularity. Considering the information provided from the user facility, it was unclear whether the reported infection was caused by the procedure using the subject device or already existing before the procedure. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that carbapenem-resistant enterobacteriaceae was detected from the blood and bile samples collected from a patient one day after an endoscopic retrograde cholangiopancreatography using two olympus endoscopes and one ultrasound gastroscope (tjf-260v, gif-q240, and gf-um2000). The subject device had been reprocessed using an olympus automated endoscope reprocessor, oer-4 (not available in the USA), and a non-olympus automated endoscope reprocessor (endoclens) after manual reprocessing. After reprocessing, no microbe was detected from the samples collected from the three endoscopes in the microbiological culturing tests at the user facility. It was reported that the patient was hospitalized, but the patient recovered and left the user facility. Omsc is submitting three medical device reports according to the number of the used endoscopes used for the patient. This is a report associated with tjf-260v and one of three reports.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus followed up with the user facility and was informed that the user facility concluded that there was no relationship between the subject device and the infection. Omsc evaluated the subject device additionally and confirmed crack of the adhesive on the bending section.

Manufacturer narrative:
This supplemental report is submitting to correct "device product code".